Manufacturer narrative:
Title: risk factors for peritoneal dialysis withdrawal due to peritoneal dialysis-related peritonitis source: ne´phrologie & the´rapeutique 17 (2021) 108¿113 accepted 15 october 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, this retrospective analysis evaluated clinical characteristics, laboratory data, and causative microorganisms of 204 episodes of peritoneal dialysis-related peritonitis between 2007 and 2018. Of these, 38 cases withdrew from pd (peritoneal dialysis) due to peritonitis. All cases underwent pd with a double-cuffedand straight catheter. The dialysate culture showed that staphylococcus species were the most frequently occurring gram-positive bacteria. Pseudomonas aeruginosa was the most frequently occurring gram-negative bacterium. Fungi (candida species) were seen in 5 cases in the withdrawal group. For the empirical treatment of peritonitis, cefazolin sodium and isepamicin sulfate were used prior to pd catheterization. Thereafter, the antibiotics were de-escalated according to the culture results or switched to vancomycin hydrochloride and meropenem hydrate if the symptoms worsened. Antibiotics were intravenously administered and continued for at least 2 weeks in the hospital.